Event description:
It was reported that during a lap cholecystectomy, a solid tone was received with the instrument. Another instrument was used to complete the procedure with no pt consequence.

Manufacturer narrative:
Analysis summary: the analysis results found that the ace36p device was returned with the blade scratched and cracked. Due to the damage to the blade, it was confirmed that the device was non-functional. The device was tested with a generator and an error code 5 was noted. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. For this reason, the following statements were included in the instructions for use: "scratches on the blade may lead to premature blade failure" and "avoid accidental contact with other instruments during use." Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process.